Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation. The patient reported that her ins had not been working for some years. The patient reported that she never had the ins changed because they believe it caused her some other issues; back pain, leg pain and nerve pain. The patient reported that she had other issues come up and had not been able to have an MRI because of the ins. The patient reported that she would contact a surgeon to get the device removed because it was doing nothing but harm.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.